Event description:
It was reported that during a procedure when applying pressure to the device to close the clip, the clip edges did not align but crossed. A second clip applier was opened and had the same problem. The clips were on the artery. A third clip applier was used without any problem. There was no pt injury or complications, and the pt was doing fine. See MFR report #2134070-2012-00026 regarding the other clip applier.

Manufacturer narrative:
Final device investigation showed that the device was returned with insufficient clips remaining to evaluate the complaint. The last clip had not lowered into the jaws and the trigger of the device was locked in the manner that occurs when the clip applier runs out of clips. As it was the last clip that jammed the device making it unusable, the complaint could not be evaluated.